Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device exhibited noise and oversensing. Additionally, there were some high, out of range impedance measurements on the ra lead. Provocative maneuvers were performed, but no noise was produced. As this appeared to be minute ventilation oversensing, it was indicated the sensor would be programmed off at the next follow-up. No adverse patient effects were reported.